Manufacturer narrative:
Section a: no patient was involved in the event. Section h4: additional information. Section h5, h8: correction. Manufacturer's investigation conclusion: the reported event of a broken battery clip connector in the power module was not confirmed as the power module was not returned for analysis. Additional information provided stated that the account would attempt to fix the cable connection using the new cable that was being sent to them. The root cause of the reported event could not be conclusively determined through this analysis. The power module instructions for use section 2 : ¿setting up the power module (pm) prior to use¿ instructs the use to the power module for dents, chips, cracks, or other signs of damage. The IFU also informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate 3 patient handbook section 3: ¿power the system¿ explains how to properly disconnect and connect the power module¿s internal backup battery. Heartmate 3 patient handbook section 6: ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 07aug2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. PMA/510(k) #: p160054.

Event description:
It was reported that the battery clip connector was broken on the power module. The power module has the streamline cable connection. Technical services will send the streamline cable onsite for the customer to install.